Event description:
It was reported that the patient used the inflatable penile prosthesis (ipp) before the suggested healing time. Therefore, the cylinders in the corporal bodies became exposed and the penis was bending to the left. The surgery was successfully completed, no components were removed. There were no further patient complications reported.

Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.